Event description:
It was reported that the bd micro-fine¿+ demi insulin syringe needle separated from the hub when pulling off the protective cap. This occurred with 2 separate syringes. The following information was provided by the initial reporter: "the pharmacist informs us that a patient complained about the insulin syringes. He said that in recent years (about 2 out of 100 insulin syringes), the needle top is pulled off with or breaks off, when the orange protective cap is pulled off."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.